Event description:
When the instrument was fired, the knife cut but no staples were applied. Two complete donuts occurred, but no staples. Used another instrument to complete the procedure. Procedure: lower anterior resection.